Event description:
Device 2 of 3. Ref MFR report: 1627487-2013-13759 and 1627487-2013-13760. It was reported the pt began to experience pain at the ipg pocket site two days postoperative. The pt reported she had an injection with a numbing medication two day postoperative and another injection on (B)(6) 2013. The pt stated the pt begins below her ipg incision and radiates down approximately six inches. The pa stated the pt does not have an infection.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.